Event description:
The bronchovideoscope's overpressure alarm leak test was reported along with the following alarm details: infiltration of the control unit and connector, distortion in the operation channel or occlusion, and spots observed in the video image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6, h11. Corrected fields: d9, h4, g2: delete health care professional box, g3: of the initial medwatch. The aware date should be 09apr2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: inspection of the instrument channel. Olympus will continue to monitor field performance for this device.